Manufacturer narrative:
An event of retraction problem and material deformation was reported. Three images were received from the field showed the flexnav ds with the navitor protruding from the valve capsule and the valve capsule to be damaged. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. However, a slight damage to the valve capsule at the marker band was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported material deformation and retraction problem could not be conclusively determined. It is possible that procedural conditions contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant. There were no issues noted during device prep. During the procedure, the valve was recaptured the maximum number of times. As the device was being recaptured on the final attempt, it was noted that it would not fully recapture in the annular or ascending aorta. The device was able to be recaptured in the descending aorta using the micro adjustment wheel. The device was replaced with another valve, which was successfully implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay noted in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant. There were no issues noted during device prep. During the procedure, the valve was recaptured the maximum number of times. As the device was being recaptured on the final attempt, it was noted that it would not fully recapture in the annular or ascending aorta. The device was able to be recaptured in the descending aorta using the micro adjustment wheel. The device was replaced with another valve, which was successfully implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay noted in the procedure.